Event description:
An implantable pulse generator (ipg) system was returned from (B)(6) with no information. Information identified in the online obituary indicated the patient died approximately seven months post implant of the ipg system. A cause of death is not known.

Manufacturer narrative:
The devices associated with this adverse outcome were returned and the patient was identified as being deceased. At this time, no additional information is available. However, if additional information is subsequently received it would be processed and considered accordingly. Concomitant products: product ID c4tr01, implanted: (B)(6) 2012; product ID 5076-52, implanted: (B)(6) 2008; product ID 419488, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: (B)(4) the proximal segmentof the lead was returned, analyzed and no anomalies were found.